Manufacturer narrative:
The insulin pump received with alarms during prime test due to protruded/loose drive support disk.

Event description:
The customer called to report that the drive support cap was protruding. The customer also stated that insulin squirting during the manual prime. The reported blood glucose reading at the time of the call was 89 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.